Event description:
Omnipod 5 insulin pump started leaking insulin on only the second day of wearing. It's supposed to last 3 days. Had to call omnipod to get a replacement pump, my blood sugar rose to over 200mg/dl due to the leaking.